Event description:
It was reported that the procedure was to treat an iliac artery. The 8.0x29mm omnilink elite 35 stent could not be deployed. Another omnilink stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.